Event description:
The initial reporter stated that the measuring cells were replaced on the cobas 6000 e 601 module on (B)(6) 2022 and after this, the customer calibrated all tests. The calibrations were fine except for the elecsys hcg + beta test system and one other test. The customer stated they also received discrepant hcg+beta results for one patient sample. No incorrect results were reported outside of the laboratory. The sample initially resulted in a hcg+beta value of 24.65 mui/ml. The sample was repeated, resulting with no value, only a flag indicating low signal. The sample was then repeated three more times, resulting in values of 5.49 mui/ml, 0.470 mui/ml, and < 0.100 mui/ml accompanied by a data flag. The customer switched the test to the other channel of the analyzer and ran calibration and controls. The calibration result was similar to that of the original channel and controls were within range. The sample was then repeated twice on (B)(6) 2022, resulting in values of 22.42 mui/ml and 22.49 mui/ml. The hcg+beta reagent lot number was 551036. The reagent expiration date was requested, but not provided.

Manufacturer narrative:
The field service engineer found the sample probe out of adjustment. The pressure sensor was fixed and some parts were changed. The issue was resolved after these actions. Upon review of the alarm trace, an alarm corresponding to the low signal flag was found. This alarm could indicate low system reagent, leading to insufficient volume for the sample measurements. The investigation could not identify a product problem. The cause of the event could not be determined.